Event description:
The patient reported that eight v-gos fell off in less than three hours of wear. The exact event dates were not reported. The patient reported that they wear v-go on their arms, thighs, and abdomen. The patient reported that they shower, dry off, use an alcohol wipe and then air dries before applying the v-go. No devices are available for return to the manufacturer for evaluation because they were discarded.